Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp, as the cs100 unit is no longer supported by getinge. In addition, the facility's biomedical engineer has advised that per hospital management, the iabp will not be repaired and is to be removed from clinical service.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) lost EKG and pressure wave forms. The balloon waveforms remained on the screen and the loss of wave forms was observed one time but were unable to be reproduced again. No patient harm, serious injury or adverse event was reported.